Event description:
It was reported to MFR that the vns pt had experienced a fall in 2007, and since then, has heard the generator making a buzzing noise intermittently, only during stimulation on times. Diagnostic testing was performed following the onset of the reported event, and revealed normal device function. There were no adverse events reported. X-rays were sent to MFR to review. The connector pin appeared to be fully inserted passed the connector block, and the generator placement appeared normal. There were no obvious anomalies observed on the x-rays that could be contributing to the reported event. The physician opted to refer the pt to a surgeon to have the system revised, indicating that the physician believes there is a problem with the device. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the MFR, no obvious anomalies observed that could be contributing to the reported event. Device failure is suspected, but did not cause or contribute to a death or serious injury.